Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure an attempt was made to deploy the stent in a distal non-calcified lesion in the right coronary. During the attempt the delivery system balloon ruptured below rated burst pressure. When attempting to retract the stent delivery system from the stent, the stent dislodged and scraped endothelium. Three additional stent were used to correct a subsequent filling defect.